Event description:
A baxter engineer reported a pump with a battery alarm. This occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative.